Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number from pump history. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or show as ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin use, with no frequent or recurring occlusion issues reported, leading cts to close the case.